Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the cable jacket is cut near rf (radio frequency) head. Analysis also found the rf head lens is cracked in the upper case. It is noted the rf head passed functional test and interrogated a device without issue. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.